Event description:
It was reported that during an unknown procedure, there was a cutting clip. The clips cut the vessels and stayed opened. The surgeon completed the procedure with manual sutures and with another like device. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for eval.